Event description:
Approx 6 months following initial surgery, the prosthesis required revision. It was reported that the device migrated from its original position. Upon revision, the surgeon reported that the device failed to osseointegrate. The pt reportedly has no risk factors that would contribute to a lack of integration. No injury is known to have occurred.

Manufacturer narrative:
(B)(4). The device has been returned and eval is in process. No root cause has been identified. Available info suggests the device migrated from its original location secondary to a lack of osseointegration.